Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 105 units. Reportedly, the cartridge was filled with 200 units. Although requested, the customer declined to perform troubleshooting with tandem technical support. Blood glucose level was 120 mg/dl.